Event description:
It was reported that the patient underwent a dose increase earlier in the day on (B)(6) 2012 and was experiencing "altered mental status" and was lethargic. The healthcare provider (hcp) planned to interrogate the pump. The hcp indicated they may possibly move the patient to another facility. Additional information has been requested, but was not available as of the date of this report. Drug delivered via the device was baclofen.

Manufacturer narrative:
Catheter model: 8780, serial# (B)(4), implanted: 2012 (B)(6).

Event description:
It was reported that an improper catheter aspiration technique had occurred. The patient received increase dose and had symptoms of sedation and hospitalization. Side effects were transient.

Manufacturer narrative:
(B)(4).